Event description:
It was reported that during an open unknown procedure, the blade was broken off during use. Although the broken piece fell into the patient, it was retrieved easily as the procedure was open. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the blade had not contacted to something hard.

Manufacturer narrative:
(B)(4). The device was returned with the distal tip of the blade broken off and present. The remaining blade portion was scratched. The device was functionally tested with a generator. During functional testing on gen04, an error code 5 was displayed. A probable cause of the device stopping activating and displaying an error code 5 is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade lockout later in the procedure, and continued usage can result in a broken blade. The batch history records were reviewed with no anomalies noted during the manufacturing process.